Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited decreased amplitudes and decreased pace impedances during the patient's one week post implant evaluation. It was revealed that the rv lead dislodged. A revision procedure was successfully performed and this lead remains in-service. No further complications were reported.